Event description:
Info received indicates the head of the bed is not rising when any of the head up switches are pressed.

Manufacturer narrative:
The tech isolated the issue to the head up valve. He replaced the head up valve to repair the bed.